Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their doctor. In the letter the dentist states the patient was seen for a dental exam. Found patient's bite have been getting worse and their teeth are not aligned. Patient's oral health is also not good causing a lot of gum irritation and inflammation. Recommending the patient to stop byte aligners and continue with metal brackets or clear aligners overseen by dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.